Event description:
Healthcare professional reported via the national breast implant registry (nbir) "device migration/implant malposition" and "change shape/size/style". Patient has undergone capsulectomy. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration.